Event description:
A revision surgery occurred. Approximately 1 year after the primary surgery on (B)(6) 2018, the patient fell and the glenosphere popped out, necessitating a revision. During the revision, the surgeon explanted the 36mm centered glenosphere with screw and the 36/+3 standard humeral cup. The surgeon then implanted both a new 36mm centered glenosphere with screw and a new larger 36/+6 humeral cup.